Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16161. It was reported that the patient experienced ineffective therapy. X-ray revealed that the patient¿s right l5 lead migrated. As such, surgical intervention took place wherein the migrated lead was explanted and replaced with a new lead. The new lead was implanted at s1 due to scar tissue at the previous l5 location. Reportedly, therapy was confirmed post operatively. Note: it is unknown which lead migrated. Hence, both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.